Event description:
It was reported that a patient underwent a procedure at l5-s via posterior lumbar interbody fusion (plif) surgery to treat lumbar spinal canal stenosis (lscs). It was reported that the cage was fractured during impaction. The surgeon tried to retrieve the fragment but he could not. Although the fragment remains in the patient, no further complication has been reported.

Manufacturer narrative:
B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.